Event description:
Additional information was received from the hcp on 2019-jan-07. It was reported that the cause of the issue was due to the moving of different dose/concentration of drug. Actions taken to resolve the issue included properly programming the device and the issue was resolved. The patient¿s weight at the time of the event was unknown. There were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 baclofen (unknown) at 323.9 mcg/day and 1.9 mg/ml morphine (unknown) at 0.3077 mg/day, which was updated to 2.5 mg/ml morphine (unknown) at 0.4051 mg/day. The reason for use was non-malignant pain. It was reported that yesterday ((B)(6) 2018) a patient was in the office and a manufacturer¿s representative (rep) was assisting in programming. They were keeping their primary drug, baclofen 2000 mcg/ml the same, and keeping the flex dosing the same for baclofen. They were changing the morphine (secondary drug) from 1.9 mg/ml to 2.5 mg/ml. They could not figure out how to edit the secondary drug information, so they updated the pump with the concentrations reading baclofen 2000 mcg/ml and morphine 1.9 mg/ml even though the medication in the reservoir was baclofen 2000 mcg/ml and morphine 2.5 mg/ml. The caller reports she is frustrated that the rep was unable to assist with these changes and feels as though they need more training. She is not with the patient, but the patient plans to come into office today and they plan to update the pump with the correct concentrations. Troubleshooting resolved reported issue. During the call, they worked in demo mode to simulate the refill. The caller confirmed after working in demo mode she feels confident she can make the concentration changes and program the flex dosing. There were no symptoms reported. Additional information was received from the rep. The rep reported that they were ¿not really involved with this patient, other than when they grabbed me out of 2 other patient rooms where I was working with 4 stim trial patients to come into that room to ¿help¿ them. There were 3 nurses working on this patient and one trainee. This first time I went in to help they were trying to adjust the dose of the secondary drug, which was the morphine, manually, meaning by setting a rate for the morphine. I reminded them that is not possible, that everything is dictated by the primary drug which in this case was the baclofen. They then told me the physician made an error because he thought it was the other way around, so we discussed possible ways to achieve what he wanted, which was to keep the baclofen dose the same and increase the morphine 10% I believe it was. Then I left and went back to my stim patients. Later they grabbed me again and I guess they had that backwards apparently and it might have been lowering the morphine dose. Regardless of the increase or decrease, the 3 rn¿s discussed all of this with the doctor and came to a conclusion that apparently was acceptable. None of this was flex dosing as a side note. They called it that but it was simple continuous and I reminded her of that yesterday. Their 2 most experienced pump nurses recently quit so they are going through a bit of a change over. I¿ll review with them but appreciate tech support helping them as always.¿ there were no further complications reported/anticipated.